Event description:
It was reported that during log file review it was revealed that the controller exhibited a controller fault alarm indicating a depleted internal battery and an unexpected loss of power resulting in a ventricular assist device (vad) disconnect alarm. The second controller captured on log files also revealed an unexpected loss of power resulting in a vad disconnect alarm. It was also noted that there was an incomplete download or data transfer from the controller to the monitor. The controllers remain in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 407645 lead, 6947m55 lead, ddmb1d4 ICD implanted on (B)(6) 2017, additional products: d1: heartware ventricular assist system controller, d4: model #: 1420 / catalog#: 1420 / expiration date: unknown / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: unknown, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.